Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty electrical board/printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty electrical board, the internal condition of this equipment was found to be ok and hit and scratches marks were found on the front panel, scratches found on the power switch, top cover, chassis, and rear panel receptacle was found loose and minor rust and minor deformation on foots. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during maintenance, a b40 (malfunction error) occurred on the evis exera iii video system center. There was no patient involvement associated with this event.